Event description:
Pt had elective breast augmentation procedure done in 1999 with normal post-operator recovery in 2002, the pt noticed sudden deflation of right prosthesis. Pt denies any injury. Upon removal of deflated implant, it was noted to be almost empty of fluid. Initial implant right fluid to 380cc, left filled to 400cc.